Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for better charging and less sensitivity at the current location. The explanted ipg will not be returned as it was discarded by the medical facility.